Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.5/1.5/092 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6)2024, the lens was exchanged for a shorter length lens due to excessive vault. The cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).